Event description:
The pt has a bone stimulator from the 80's or 90's that is non-functioning. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).